Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -4.50/0.5/083 (sphere/cylinder/axis) tore during injection/delivery into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was implanted and removed intra-operatively. No patient injury was reported. Cause was reported as unknown